Event description:
Home patient called baxter technical assistance line to report a check patient line alarm in fill 1 while doing an exchange on the pt's homechoice machine. The patient had not opened the white clamp on the patient line. The service technician advised the patient to open the clamp and check that the patient line was primed. The patient did not check the line for priming, pressed go, and said pt would deal with pain if any air got in the line. In following up with rn, she stated that this patient is trained and very careful to always prime the pt's line but is not familiar with the term priming. Per rn, she will follow up with patient to review proper procedure. Per rn, no patient injury or medical intervention was associated with this incident.